Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds, high impedance and loss of capture. The lead was capped and replaced.